Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the r eported event.

Event description:
It was reported that on an unknown date patient underwent spinal fusion surgery at sacral- iliac. Post-operatively, it was reported that the screw seem to be loosening its set screw. The set screw is no longer locked in the screw tulip, allowing the rod to be free. Patient suffered with pain as a result of the event.

Manufacturer narrative:
X-ray review: post-op x-rays for l4-iliac fusion show that the screw head came off the iliac screw bilaterally. Head wise size appears appropriate. This is presumably a result of ongoing motion at the lumbo-sacral junctions due to lack of bony fusion. Rod contour appears appropriate although there may be some interaction between the sacral and iliac screws. If information is provided in the future, a supplemental report will be issued.